Event description:
Patient reported left side "chronic deformity and pain secondary to the use of defective breast implants", "removed secondary to infection". Device has been explanted.

Manufacturer narrative:
With the information collected during the investigation, there is enough evidence to support that device serial number was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported left side "chronic deformity and pain secondary to the use of defective breast implants", "removed secondary to infection". Device has been explanted.

Event description:
Patient reported left side "chronic deformity and pain secondary to the use of defective breast implants", "removed secondary to infection". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).